Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient saw their managing healthcare provider (hcp) and a physicians assistant who took x-rays of the ins. They thought the ins or leads were damaged because the patient wasn't seeing symptom control (information was captured in a related event). They added that the x-ray showed everything was fine. The added that they experienced the stimulation "zapping" them three times, but confirmed they were okay now. During the call, stimulation expectations were reviewed with the patient. No further patient complications have been reported as a result of this event.